Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to verify connection is secure by gently tugging on the connector. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. The customer states that the insulin did exit and did not alarm no delivery. The customer was advised the insulin pump is working as designed. The customer also reported the no deliver alarm on the insulin pump. The customer resolved the alarm by a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.